Event description:
A distributor of infutronix reported a complaint on behalf of an end user: "the pouch was leaking and wet". Patient observed it was "dripping from the tubing cassette of the machine". Patient was instructed to pause the therapy, clamp the tubing, and power off the pump. Patient has had surgery on their ribs. Device operator was a patient. Medication being infused is unknown. No patient injury was reported. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.

Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.